Manufacturer narrative:
Clarification was received that the following information applied to all three patients: diagnosis: fertility treatment with embryo transfer in the last 10 days medication: takes progesterone supplement and discontinue if pregnancy is negative and keeps using progesterone if pregnancy is positive. It was confirmed that none of the three patients missed a progesterone dose due to the issue.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Imprecision was noted in the provided qc data, therefore a reagent handling issue by the customer causing foam was suspected. Typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable low elecsys hcg + beta test system results for three patient samples. The erroneous results were reported outside of the laboratory. One of the affected patients called with concerns about the result as she had performed home pregnancy tests which were all positive. The initial result was reported as < 0.1 miu/ml with a data flag. The sample was repeated and the result was 254.5 miu/ml with a data flag. Due to the issue with the results for this patient, the customer decided to repeat all samples tested for hcg + beta on this day. Patient 2 initial result was < 0.1 miu/ml with a data flag and the repeat result was 316.6 miu/ml with a data flag. Patient 3 initial result was < 0.1 miu/ml with a data flag and the repeat result was 146.7 miu/ml with a data flag. The repeat results were believed to be correct. There was no adverse event. The reagent lot number was 21015105. The expiration date was requested but was not provided. The field service representative could not determine a cause. He inspected the fluidic functions, checked the mixer rotation speed, liquid level detection (lld) voltage, the nozzle alignments, and the positioning of the sample containers in the sample disk. All checks met specifications. He ran performance testing and all results met specifications. The customer ran qc on all assays which were acceptable.